Event description:
While checking the IV tubing, brown flecks were found in the syringe of the closed uav line. Tubing was started and the IV solution of 0.45 sodium chloride with 2 units of heparin/ml were hung. The system was discharged and replaced. The fluid was cultured and there was no growth reported. User error was initially considered. A safety alert was communicated to the entire neonatal services units within our system i.e. 3 neonatal service units and 4 off-site units at local adult birthing facilities. Subsequently, 3 other incidents with some undetermined residue/particulate present in the flush syringe with this system were identified in 2 of our other off-site neonatal services units. The manufacturer was contacted.this customized closed system has been in use here for less than a year. We have stopped the use of the system until the manufacturer completes their investigation and we feel that it is safe for use. I will be reporting one other report on this product as soon as I have more information about the second patient.